Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported I have noticed a few of the purple scalpels in dialysis kits are not locking closed. One of my employees accidentally poked themselves with one and she stated she heard it click but it did not actually lock. No other information was provided. Additional information received (B)(6) 2021: the device was used on a patient and there was no reported harm.